Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524: non-defib lead, (B)(6) 1993. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance. It was also reported that the rv lead was unable to sense r waves with bipolar polarity; however, the rv lead was able to sense appropriately in a unipolar configuration. As a result, the device was reprogrammed with a unipolar pacing and sensing configuration. Two months later, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.